Manufacturer narrative:
Changes: sample was received and the date it was received is 3/31/2017. (B)(4). Analysis/device evaluation: upon receipt of the sample, visual examination was performed over entire length of the catheter which revealed the catheter was returned inside an introducer sheath. The distal tip of the catheter was exposed at the distal end of the introducer sheath. The introducer sheath was accordioned. Due to the returned condition of the sample, the introducer sheath was flushed and negative pressure was applied to the balloon, then the introducer sheath was pulled proximally towards the catheter hub. This process successfully exposed the balloon for further functional testing. The balloon could not be inflated due to a solution dripping from the balloon. A material rupture was identified in the proximal cone of the balloon. Under microscopic inspection, the rupture appears to be an "oval shaped" hole, and the opposite side of the balloon appeared to have a small tear. A lot history review revealed this is the only complaint associated with balloon rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: returned product analysis confirmed an "oval shaped" material rupture, and the opposite side of the balloon has a small tear in the proximal cone of the balloon. There was nothing found to indicate a manufacturing related cause for this event. A definitive root cause for the rupture could not be determined. It is unknown if patient anatomy or procedural issues contributed to this event. If additional information becomes available, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, prior to reaching nominal pressure, allegedly ruptured while treating the target lesion. The health care professional (hcp) used a 5 french ansel introducer sheath and predilated the target lesion with an ultraverse 035 balloon over an 035 guidewire. The hcp reported the material rupture occurred prior to reaching nominal pressure with the balloon, while attempting to treat the target lesion. The lutonix dcb was requested to be returned for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: the sample disposition is unknown and was not returned; therefore, evaluation was unable to be performed. A lot history review revealed this is the only complaint associated with a similar complaint for this lot. A device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. There was nothing found to indicate there was a manufacturing related cause for this event. A definitive root cause for the rupture could not be determined. It is unknown if procedural issues contributed to the reported event. If the sample is returned for evaluation, a supplement report will be submitted with all relevant information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, prior to reaching nominal pressure, allegedly ruptured while treating the target lesion. The health care professional (hcp) used a 5 french ansel introducer sheath and predilated the target lesion with an ultraverse 035 balloon over an 035 guidewire. The hcp reported the material rupture occurred prior to reaching nominal pressure with the balloon, while attempting to treat the target lesion. The lutonix dcb was requested to be returned from further valuation. No adverse patient effects were reported.